Manufacturer narrative:
(B)(4).

Event description:
The customer experienced issue with calibrations and received questionable results for the ise indirect na, k, ci for gen.2 assays. The customer checked the dilution vessel and nozzles which all appear ok, but she found the sipper tubing had become disconnected. She reconnected the tubing, primed and calibrated. The customer stated the calibration and qc were then acceptable. Of the data provided for one patient sample, only the potassium result was discrepant. The initial result was 5.0 mmol/l and the repeat result was 3.8 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date was requested but was not provided. The field service representative found the sipper tubing was pushed too far down on the sipper and the pinch tubing had slipped off causing fluid to spill into the ise compartment. He corrected the tubing on the sipper and cleaned the ise compartment of fluids. The customer was able to continue operations with no further errors. Calibration and qc was acceptable to the customer.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.the issue found by the field service representative was a possible root cause, but could not be confirmed with the available data.